Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized in (B)(6) 2014. The customer stated they were hospitalized for low blood pressure, which caused them to have low blood glucose. Customer declined to troubleshoot for their low blood glucose. The customer stated their healthcare provider had adjusted their setting and they did not have any issues since. Customer's blood glucose was 134 mg/dl earlier in the day. No add'l info provided.